Manufacturer narrative:
No pt weight info was available from the site. Device was disposable and there is no manufacture date information at the time of this report. The device was not returned to the manufacturer.

Event description:
A medtronic representative reported that the surgeon stripped a navigus screw during a case; while trying to remove the base. Although the screw was stripped, the surgeon was still able to remove it. The case proceeded as planned. There was no impact on the patient outcome.